Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 498 mg/dl at the time of incident. Customer blood glucose at time of call was 392 mg/dl. Customer had symptoms like shortness of breath and dry mouth. The customer treated high blood glucose with insulin pump. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was not using auto mode at the time of incident. Customer alleges insulin pump was under delivery because blood glucose was staying high. Customer performed displacement test and it was failed. The customer will discontinue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring = black on 05-apr-2022, the pump was returned due to customer allegation to pump under delivering causing low bgs. Device passed all functional testing including the self-test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.0873 inches. Successfully downloaded history files and traces using thus. Successfully uploaded to carelink and generated reports. No under delivery anomaly noted during testing. In further full review of the pump history on the event date of 05-apr-2022 found bolus deliveries of (B)(4) units 04/05/2022 13:37:38.000, (B)(4) units 04/05/2022 14:43:50.000, (B)(4)units 04/05/2022 14:45:13.000, (B)(4) units 04/05/2022 14:50:34.000, (B)(4) units 04/05/2022 19:17:02.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump was received with scratched case, pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, battery tube threads - cracked, cracked case (battery tube), cracked case-corner of belt clip rails, label damage, broken belt clip rails. In summary, customer allegation for pump under delivering not confirmed during full functional testing. Unable to verify customer alleged for low bgs. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.